Event description:
A surgeon was reported to have used a cusa excel with a 36khz handpiece for a liver tumor resection approximately 25 minutes when he complained that the handpiece had become very hot. The circulating nurse found the irrigation tubing was dripping at the roller region. She changed to a new tubing set and restarted the system. The handpiece alert lighted and it was decided to change to another standby cusa excel and handpiece and continue to do the procedure. It took about 20 minutes to change the tubing and another cusa excel. The settings were: amplitude 60 percent, irrigation 4cc/min, aspiration 40 percent. They also used cem nosecone with force fx and setting was 50. The surgeon had no report of any injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.